Event description:
The following information was provided by the initial reporter: it was reported that the needle was possibly retained in a patient. It was stated that a patient who was a part of a pharmacuetical study with the customer stated that (after three months post-op) that the customer left the needle in the patient's arm. Pt went to ER due to pain and an x-ray was performed. The x-ray did show a foregin object, but could not be confirmed if it was the needle or another part of the insyte catheter. The pt has not yet retained legal consel and customer is hoping to obtain a sample of the needle and vylon catheter (no assembled) to be able to better understand what could be in the patient's arm. Customer has obtained the pt's x-ray, but cannot release at this time due to possible litigiation. Catheter was initially placed (B)(6) 2018. Customer will work with their legal team to determine if x-ray can be sent. Pt is a female.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause is undetermined.

Event description:
It was reported that needle broke off with an unspecified insyte¿ ag¿. The following information was provided by the initial reporter: it was reported that the needle was possibly retained in a patient. It was stated that a patient who was a part of a pharmaceutical study with the customer stated that (after three months post-op) that the customer left the needle in the patient's arm. Pt went to ER due to pain and an x-ray was performed. The x-ray did show a foreign object, but could not be confirmed if it was the needle or another part of the insyte catheter. The pt has not yet retained legal counsel and customer is hoping to obtain a sample of the needle and vylon catheter (no assembled) to be able to better understand what could be in the patient's arm. Customer has obtained the pt's x-ray, but cannot release at this time due to possible litigation. Catheter was initially placed (B)(6) 2018. Customer will work with their legal team to determine if x-ray can be sent. Pt is a female.